Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7116658 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7116894 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain the implantable pulse generator (ipg) site and leads migrated. The patient underwent a spinal cord stimulation (scs) explant procedure. Unable to return explanted items as no rep was present for the procedure as well as facility protocol. Additional information stated that the patient is doing well postoperatively. The pain she was having around ipg is no longer there.

Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Labeling review: a labeling review did not reveal any anomalies as it states: persistent pain at the ipg or lead site is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Investigation conclusion: based on a thorough review of the reported complaint, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patient was experiencing pain the implantable pulse generator (ipg) site and leads migrated. The patient underwent a spinal cord stimulation (scs) explant procedure. Unable to return explanted items as no rep was present for the procedure as well as facility protocol. Additional information stated that the patient is doing well postoperatively. The pain she was having around ipg is no longer there.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7116658 UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) batch: 7116894 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain the implantable pulse generator (ipg) site and leads migrated. The patient underwent a spinal cord stimulation (scs) explant procedure. Unable to return explanted items as no rep was present for the procedure as well as facility protocol.